Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that fluid was noted to be leaking from the upper port shortly after hanging the new set.

Manufacturer narrative:
The customer¿s report of leaking from the upper port was confirmed. Initial visual inspection observed no anomalies. Functional testing was performed; fluid was observed dripping into the drip chamber and continued flowing through the tubing and exiting the male luer. Fluid was also observed leaking at the junction of the y-site port component and the tubing. Pressure testing was performed. At 5 psi, a leak (evidenced by air bubbles) was observed at the junction of the y-site port component and the tubing. Dimensional testing was performed; the tubing was verified to be within specification. Further visual inspection under a microscope revealed an insufficient amount of solvent from the outside of the tubing to the inside of y-site component. The root cause for leaking from the upper port was identified as a manufacturing issue due to insufficient solvent being applied at the y-site component to the tubing engagement.